Event description:
It was reported that the implanted device is on an invalid radio frequency overuse condition. A boston scientific company representative advised that the response from the technical support team was low radio frequency interference. The communicator placement may also be an issue. The implanted device remains in service. No adverse patient effects were reported.